Manufacturer narrative:
Result of investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "flicker from the led and we get flicker in the image" was not confirmed, and further defects were detected. In total the following defects were detected: 1.blade is damaged 2.blade is bent 3.housing is worn 4.leaking between plug and cover as already mentioned, the device passed the quality check at the time of delivery. The technical examination of the video laryngoscope revealed user induced damage to the blade, wear of the housing, and leakage between the plug and the housing cover. Although the customer described problem could not be reproduced during testing, the most likely cause of the reported led flickering is the leakage between the plug and the cover. This leakage can allow liquid to penetrate the interior of the housing where the electronic components are located. Liquid ingress may damage the circuit board due to short circuits, impairing the light transmission function and ultimately leading to a failure of the light output. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "flicker from the led". No negative impact in state of health reported.